Event description:
Additional information was received. The investigator assessment has changed for the suspected endoleak. The investigator assessment states that it is unknown if the event is related to the study device; however, it is not related to the study procedure.

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 6.2 cm in diameter fusiform abdominal aortic aneurysm was reported with an infra-renal angle of 24 degrees. Proximal aorta was 26 mm in diameter and 46 mm in length. Distal aorta was 29 mm in diameter. Right iliac artery was 17 mm in diameter and the left iliac artery was 16 mm in diameter. The right and left femoral arteries were 9 and 10 mm in diameter. The circumferential aortic mural thrombus/calcification at the proximal neck was 40%. It was reported that the patient had a CT with contrast revealing an endoleak, subtype undetermined. The endoleak was a possible type ii from the right lumbar small artery. The endoleak was left uncorrected. Also, the same day the patient was treated for gastrointestinal bleeding with a transfusion, medication and colic embolization. The event resolved and the patient recovered. The investigator assessment states that the event is not related to the study device or study procedure. No clinical sequelae were reported and the patient is fine.

Event description:
It was reported that the patient had an ultrasound showing that the aaa increased from 5.3 cm to 5.9 cm in diameter. The patient has an endoleak, sub-type undetermined. The patient has refused any further investigation and treatment. The investigator assessment states that the event is related to the study device; however, it is not related to the study procedure.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (type ii endoleak). Conclusions: device failure/lack of effectiveness related to patient condition (type ii endoleak).